Manufacturer narrative:
Results: thirty customer samples were evaluated for sleeve leakage with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064990. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5106729. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter leaked blood in the hub. No serious injury or medical intervention reported.